Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single-lumen umbilical vessel catheter (uvc). The customer reports that the uvc was on a pt when it was found to be leaking where the uac catheter meets the hub that connects to the fluid.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.